Manufacturer narrative:
Correction submitted to include all concomitant products. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 1999, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable infusion catheter (s/n (B)(4)) found a user related hole. Analysis of the implantable infusion catheter (s/n (B)(4)) found coring/cuts/tears in the seal which led to a leak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial #: (B)(4), implanted: (B)(6) 1999, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 19-apr-2001, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (10 mg/ml at 1.2 mg/day) via an implantable infusion pump. It was reported that on an unknown date the patient had a catheter dye study and it failed. The patient was on a high concentration of medication and new to the clinic, which is why the dye study was performed. A routine pump replacement took place on (B)(6) 2019 and during the surgery it was noted that the doctor was unable to aspirate from the connector. When the sutureless connector was removed the catheter started to free flow. The doctor decided to implant a new catheter and pump regardless. There were no environmental, external or patient factors which may have led or contributed to the issue. The issue was considered resolved. No patient symptoms were reported. The patient's status at the time of the report was alive - no injury. No further complications were reported.